Event description:
It was reported patient underwent a revision procedure four years post implantation due to pain. Radiographic shows evidence of failure of the tibial baseplate with posteromedial collapse and bone loss. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Cmp: (B)(4). Concomitant medical products¿ medical products: femoral component catalog # 00596401551, lot # 63636287; articular surface catalog # 00596403210, lot # 63672846; all poly petella catalog # 00597206532, lot # 63409706. Report source: united kingdom. Device evaluated by MFR: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2023-00075, 0001822565-2022-00880, 0002648920-2023-00069. Product location unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Clinical records review indicates that at the time of the visit, surgeon states patient radiographically shows evidence of failure of the tibial baseplate with posteromedial collapse and bone loss. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: a3, b4, b5, b6, d2, d10, g1, g3, g6, h1, h2, h6. D10: palacos r+g bone cement x 2 catalog # 66017569 lot # 86684632. H6: pain is n/a which was reported on initial report.

Event description:
It was reported patient underwent a revision procedure four years post implantation due to lucency. Radiographic shows evidence of failure of the tibial baseplate with posteromedial collapse and bone loss. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b6, g3, g6, h2, h6, h11.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain and tibial lucency approximately four (4) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h11. Additional medical records were provided and confirmed the reported event. The root cause remains undetermined.

Event description:
No further event information available at the time of this report.